Event description:
It was reported that the lower menu portion of the display on the external pulse generator was not working properly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the lower menu portion of the display on the external pulse generator was not working properly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of specification, the lower screen was missing segments. It was also noted that the upper and lower cases were broken, both bail covers, ring cover and battery drawer were broken, the battery contacts were compressed, one bail was missing, and the ventricular output connector was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).